Event description:
The customer reported that an employee was cut with the biological vial. The employee reported that she was crushing the biological vial with her bare fingers when the injury occurred to her right index finger. She reported that she washed her finger with soap and water, alcohol and then rinsed with tap water. She was advised by asp customer care to report the injury per her facility policy. She was also advised to use the vial crusher when crushing the vials. The customer did not respond to asp's attempt in retrieving more info regarding the employee's status and info on the biological indicator.